Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra clinical team on 27oct2025: 1. Section b. Box 5. Describe event or problem. The neuron select catheter 6f was inadvertently reported. A neuron select catheter 6f was not used in the procedure. Section b5 indicates the reported patient decompensation was related to the flash catheter.

Event description:
The patient was undergoing a thrombectomy procedure in the right and left pulmonary arteries using an indigo system flash aspiration catheter (flash catheter) and a 6f select catheter. During the procedure, while introducing the flash catheter through the right ventricle, the patient decompensated, presenting with bradycardia (38 bpm) and hypotension (bp 50/30 mmhg). The physician then administered 1 mg of atropine, colloid fluids, and catecholamines (norepinephrine at 0.1 mcg/kg/min and dobutamine at 3 mcg/kg/min). The procedure was then successfully completed. The patient was stabilized post-procedure, and catecholamines were turned off four hours later. The event is considered resolved. The decompensation was determined to be a serious adverse event with a possible relationship to the indigo system flash aspiration catheter and the index procedure.

Event description:
The patient was undergoing a thrombectomy procedure in the right and left pulmonary arteries using an indigo system flash aspiration catheter (flash catheter) and a neuron select catheter 6f (6f select). During the procedure, while introducing the flash catheter through the right ventricle with the 6f select, the patient decompensated, presenting with bradycardia (38 bpm) and hypotension (bp 50/30 mmhg). The physician then administered 1 mg of atropine, intravenous fluids, and catecholamines (noradrenaline and dobutamine). The procedure was then successfully completed. The patient was stabilized post-procedure, and catecholamines were turned off four hours later. The event is considered resolved. The decompensation was determined to be a serious adverse event with a definite relationship to the indigo system flash aspiration catheter, neuron select catheter 6f and the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.